Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had evidence of oversensed noise stored in untreated episodes. Technical services (ts) reviewed the episodes and confirmed the noise was indicative of air bubbles in the header escaping through the seal plug. Ts recommended temporarily reprogramming to primary sensing vector until this resolves on its own. No adverse patient effects were reported. The device remains implanted and in service.